Manufacturer narrative:
(B)(4).

Event description:
It was reported that removal difficulty and shaft break occurred. The chronic totally occluded (cto) target lesion was located in the circumflex. A 6f guidezilla¿ ii long guide extension catheter was being used with a 6f non-bsc guide catheter to advance down the right coronary artery (rca). When the guidezilla¿ ii was being removed, the physician met a lot of resistance. Upon getting the catheter back through the guide catheter and to a non-bsc valve, the guidezilla¿ ii broke at the collar. The valve with broken catheter was removed and then the guide catheter was removed. A new 6f non-bsc guide catheter was inserted followed by a new guidewire. A new 6f guidezilla¿ ii catheter was then advanced and used to complete the procedure without difficulty. There were no patient complications and the patient did well.

Manufacturer narrative:
Device evaluated by MFR,: returned product consisted of a guidezilla ii guide extension in two pieces with a stopcock, y-adapter and a non-bsc .070¿ guide catheter. The shaft, collar, and tip were microscopically examined. There was blood inside the device. The shaft had a complete separation at the collar transition with ptfe and part of the shaft from the collar pulled out and attached to the distal shaft. The shaft was flattened 8cm ¿ 11cm distal of the separation and twisted 8mm ¿ 12mm proximal of tip. The tip/markerband were flattened/ovalized and the tip was damaged. The y-connector and guide catheter used in the procedure were returned for analysis, so they were used for functional testing. The y-connecter was attached to the guide catheter and the guidezilla ii was inserted into and through the y-connector with no issues; however, the device would not pass through the guide catheter due to the damage to the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that removal difficulty and shaft break occurred. The chronic totally occluded (cto) target lesion was located in the circumflex. A 6f guidezilla¿ ii long guide extension catheter was being used with a 6f non-bsc guide catheter to advance down the right coronary artery (rca). When the guidezilla¿ ii was being removed, the physician met a lot of resistance. Upon getting the catheter back through the guide catheter and to a non-bsc valve, the guidezilla¿ ii broke at the collar. The valve with broken catheter was removed and then the guide catheter was removed. A new 6f non-bsc guide catheter was inserted followed by a new guidewire. A new 6f guidezilla¿ ii catheter was then advanced and used to complete the procedure without difficulty. There were no patient complications and the patient did well.